Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The actual sample product was returned for analysis. During the visual inspection of the suture, a fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided. The fracture surfaces and surrounding area of the needle were examined in multiple locations under microscopy. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, it was observed the breakage occurred at the attachment area of the needle during use due to tensile overload which corresponds to the reported complaint.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2018 and suture was used. During the procedure, the needle came off of the suture under very little tension. The surgeon never lost possession of the needle. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.